Event description:
This patient refused peripheral access and insisted on a thrombectomy of an a-v graft (on dialysis) recurred mac for this percutaneous procedure as an emergency (asa ive). He was awake throughout the procedure until he arrested. He developed bradycardia, and was monitored as this occurs with the use of the angiojet autopsy revealed a massive post - ventricular wall mi, probably starting 3 days prior to the procedure. An rca done did not feel that the use of the angiojet was cause of arrest; however, after receiving notice about the angiojet, it was thought that this should be reported.